Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high and low blood glucose. Customer¿s low blood glucose was 42 mg/dl. Customer¿s high blood glucose level was 563 mg/dl and 400 mg/dl. Customer also specified other relevant blood glucose level was 212 mg/dl and 301 mg/dl. Customer treated with food for low blood glucose. Customer treated with shot for high blood glucose. The customer decline troubleshooting for high blood glucose. The product will return for analysis.